Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer has received the device and will submit a follow-up report upon completion of the investigation and/or receipt of further information.

Event description:
The manufacturer was notified of the intraoperative explant of a carbomedics top-hat valve size 25. The following provides a summary of all information currently available to the manufacturer. During a standalone surgical aortic valve replacement performed via full sternotomy on (B)(6) 2026, a size 25 prosthetic heart valve was implanted in a patient with severe native aortic stenosis. The aortic annulus size was reported by echocardiography as 22 mm in the anteroposterior diameter, with no abnormal annular geometry identified and complete annular debridement performed prior to implantation. Immediately after completion of suturing and unclamping of the aorta, the patient developed weak left ventricular contraction and significant arrhythmias, including repeated refractory ventricular fibrillation despite defibrillation. Intraoperative transesophageal and transthoracic echocardiography demonstrated poor motion of the prosthetic valve leaflets, with inability of the leaflets to open normally, absence of effective blood flow through the valve, and a rapid drop in blood pressure. No paravalvular leak, central regurgitation, or bleeding was identified as the primary issue. The device was reported to be functioning normally prior to implantation. Following identification of impaired leaflet motion, the aorta was cross-clamped again and cardiopulmonary bypass reinstituted. The implanted valve was explanted intraoperatively and was replaced during the same procedure with another prosthetic valve of the same model and size (s5-025). No additional annular reconstruction or further debridement was performed prior to re-implantation. The aortic cross-clamp was applied twice, with a total cross-clamp time of 102 minutes. The intraoperative event resulted in an estimated prolongation of the procedure by approximately 50¿60 minutes. Post-implantation, intra-aortic balloon pump (iabp) support was initiated. The patient remained hemodynamically stable following the second implantation, recovered postoperatively without reported injury, and was discharged in stable condition on (B)(6) 2026.